Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer received emergency medical assistance due to low blood glucose with blood glucose of 63 mg/dl at the time of the incident. The customer had a sensor glucose value of 61 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller stated the customer was delivering boluses using sensor glucose readings. The insulin pump will not be returned for analysis.